Event description:
It was reported that there was an I&d of the knee. Surgeon did a wash out and exchanged poly.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received will be provided in a supplemental report. (B)(4).

Event description:
It was reported that there was an I&d of the knee. Surgeon did a wash out and exchanged poly.

Manufacturer narrative:
The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and no medical information was provided.